Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product had an infection. A system explant procedure was scheduled. No further adverse patient effects were reported.